Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl was unable to accurately obtain heart rate readings via paddles. There is no indication of negative patient impact.

Manufacturer narrative:
.